Event description:
The customer contact reported loss of suction. At an unspecified time during tracheal suction, it was reported that cracks were noted at unspecified location of the receptal liner and "the nurse had observed a loss of vacuum." There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. (B) (4). (B) (4).